Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, the patient's device went into back-up vvi mode due to event queue overflow and no high voltage therapy was available. The patient was brought into the clinic and the firmware was re-downloaded to restore normal device function. The patient was stable with no adverse consequences.